Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and replaced the vent engine. The unit was returned to service.

Event description:
The hospital reported that, during the preoperative checkout, the unit was alarming while in mechanical ventilation mode. There was no reported patient involvement.